Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the endotracheal tube and the pilot line was broken by patient's teeth. The patient was reintubated with no harm.